Manufacturer narrative:
Upon receipt, electrical analysis performed indicates that the unit exhibited normal device characteristics and sensitivity test confirmed the device was able to sense within the product specification. Additionally, visual inspection on the feed through pins did not find any anomaly that could contribute to the complaint reported in the field. The reported event of undersensing was not confirmed.

Event description:
Post procedure, episodes of undersensing were noted on the device. It was suggested that the event may be due to a positioning issue. The device was then explanted and replaced. The patient was stable with no consequences.